Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller did not have the device or patient with him to troubleshoot. The reason for call was caller reported since sunday the device is not finding the implant to charge and they reset the controller and it was working . Caller stated the controller was charged up to 30% and was plug into the outlet for a day. Caller stated they cannot get the controller to turn on or find the implant now. Troubleshooting was unable to be performed as the caller was redirected to call patient services (pss) back with devices and patient. No symptoms were reported. Pss re-opened case to add serial numbers to secure notes and send email to repair. Pt called ps back and gave the phone to the patient representative (pt rep) who previously called in this case. Pt rep said the pt's controller is not charging from the wall. Pt said that the controller has been on the charger for a couple of days and has not charged. Pss had pt rep reset the controller. Pt rep said that one of the controller contacts was straight up and the other contacts were curled over. After reset, the controller was blinking green (charging). Pt rep said the controller was blinking before, but had not charged. Pt said they spoke to medtronic rep (see secure notes for name) on tuesday regarding the issue. A replacement controller was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.